Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The root cause of this patient¿s peritonitis cannot be determined in the absence of a reported source; however, there was no indication this adverse event was due to the performance of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of an opportunistic pathogen that is prevalent in the environment and transmits to the immunocompromised patient such as the end-stage renal disease population. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, this 64-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with pseudomonas aeruginosa in the culture and a wbc count of 425/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic conducted a peritonitis survey with the patient and could not determine causality of the infection; however, it was confirmed there was no indication the patient¿s peritonitis was due to as deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s symptoms persisted beyond the duration of antibiotics. The patient was hospitalized on 26/aug/2022 following persisting abdominal pain caused by the initial peritonitis infection. Additional peritoneal effluent fluid cultures and a wbc count was conducted in the hospital (exact date unknown) but results were not provided to the outpatient clinic. It was determined the patient¿s previously prescribed antibiotics were insufficient for this refractory infection. The patient was prescribed intravenous antibiotics while hospitalized but the types, dosages, frequencies, and durations were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of the infection. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s hospitalization due to a refractory peritonitis infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by the outpatient clinic.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, during a follow up, this 64-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with pseudomonas aeruginosa in the culture and a wbc count of 425/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic conducted a peritonitis survey with the patient and could not determine causality of the infection; however, it was confirmed there was no indication the patient¿s peritonitis was due to as deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s symptoms persisted beyond the duration of antibiotics. The patient was hospitalized on (B)(6) 2022 following persisting abdominal pain caused by the initial peritonitis infection. Additional peritoneal effluent fluid cultures and a wbc count was conducted in the hospital (exact date unknown) but results were not provided to the outpatient clinic. It was determined the patient¿s previously prescribed antibiotics were insufficient for this refractory infection. The patient was prescribed intravenous antibiotics while hospitalized but the types, dosages, frequencies, and durations were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of the infection. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s hospitalization due to a refractory peritonitis infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by the outpatient clinic.

Event description:
On 29/aug/2022, during a follow up, this 64-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with pseudomonas aeruginosa in the culture and a wbc count of 425/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic conducted a peritonitis survey with the patient and could not determine causality of the infection; however, it was confirmed there was no indication the patient¿s peritonitis was due to as deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s symptoms persisted beyond the duration of antibiotics. The patient was hospitalized on (B)(6) 2022 following persisting abdominal pain caused by the initial peritonitis infection. Additional peritoneal effluent fluid cultures and a wbc count was conducted in the hospital (exact date unknown) but results were not provided to the outpatient clinic. It was determined the patient¿s previously prescribed antibiotics were insufficient for this refractory infection. The patient was prescribed intravenous antibiotics while hospitalized but the types, dosages, frequencies, and durations were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of the infection. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s hospitalization due to a refractory peritonitis infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by the outpatient clinic.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies encountered during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Correction: a4, b1, b2.

Event description:
On (B)(6) 2022, during a follow up, this 64-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler reported to fresenius they were hospitalized for an infection. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with pseudomonas aeruginosa in the culture and a wbc count of 425/mm3. The patient was diagnosed with peritonitis due to unknown etiology. It was explained the outpatient clinic conducted a peritonitis survey with the patient and could not determine causality of the infection; however, it was confirmed there was no indication the patient¿s peritonitis was due to as deficiency or malfunction of any fresenius product(s) or device(s). The patient was prescribed intraperitoneal (ip) vancomycin at 2000 mg every 5 days for two weeks and ip ceftazidime at 2000 mg daily for two weeks. The patient¿s symptoms persisted beyond the duration of antibiotics. The patient was hospitalized on (B)(6) 2022 following persisting abdominal pain caused by the initial peritonitis infection. Additional peritoneal effluent fluid cultures and a wbc count was conducted in the hospital (exact date unknown) but results were not provided to the outpatient clinic. It was determined the patient¿s previously prescribed antibiotics were insufficient for this refractory infection. The patient was prescribed intravenous antibiotics while hospitalized but the types, dosages, frequencies, and durations were not reported to the outpatient clinic. The patient¿s pd catheter (not a fresenius product) was removed due to the severity of the infection. A central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy on a hospital provided hd machine (unknown brand and model) for the duration of the admission. The patient had an uneventful hospital course and was discharged to home on (B)(6) 2022. It was confirmed the patient¿s hospitalization due to a refractory peritonitis infection was not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis post-discharge with a plan to return to pd therapy once cleared by the outpatient clinic.